Manufacturer narrative:
(B)(4). Date of initial report : 01/13/2016. Date of follow-up report #1: 1/27/2016. Date of follow-up report #2: 2/18/2016. The inspection record was reviewed for the biopsy needle (concomitant product) and there were no anomalies observed associated to this issue. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax post superdimension procedure which was confirmed by post-op chest x-ray. The patient required a chest tube. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/13/2016. Date of follow-up report: 01/27/2016.

Event description:
Additional information received from medical safety: post-procedure, the patient was found to have a large right-sided pneumothorax with the entire right lung collapsed. The patient was taken to the o.r. And a chest tube (CT) was placed. The patient required supplemental oxygen and was admitted to the hospital post CT placement. The lung re-inflated after the CT was placed and the patient was discharged to home 2 days post enb. If additional information pertinent to the incident is obtained a follow-up report will be submitted.